Event description:
It was reported that a critical alarm for zero ml reservoir was heard and confirmed via telemetry. The low reservoir alarm was the same day as the initial report for 2ml and was confirmed when 2 ml was aspirated at the refill appointment the same day as the initial report. It was confirmed that at the previous refill the hcp (healthcare provider) thought that the device was 20ml but realized that was incorrect and changed the volume during programming to 40ml. There was no therapy problem and the patient was ¿doing fine.¿ the device system was used to infuse bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8840, product type programmer, physician. (B)(4).